Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the severely calcified right superficial femoral artery (sfa) with a 20cm chronic total occlusion (cto). After engaging the distal sfa with a non-boston scientific (bsc) sheath, a non-bsc guidewire was introduced but was unable to advance so another non-bsc guidewire was used. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The guidewire was advanced near the placed non-bsc stent but could not be advanced further. It was noted that the balloon catheter supported the guidewire up to the tip; however, during the procedure, the guidewire could not be removed from the balloon catheter. Moreover, it was noted that there were two kinks found on the guidewire. The guidewire was removed together with the balloon catheter. Another 3mm x 40mm x 145cm coyote es balloon catheter was used. Finally, two eluvia drug-eluting stents were placed and the procedure was completed. No patient complications were reported and the patient status was good.